Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, compromised immune resistance, smoker, diseased mucous membrane, peri-implantitis, pain, swelling, abscess, inflammation, mobility.